Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician advanced approximately half of the ruby coil lp into the target vessel, when the rest of the ruby coil lp became stuck inside the microcatheter and would not advance further. The physician made several attempts to advance the ruby coil lp in the microcatheter; however, the coil remained stuck at the same position inside the microcatheter. Therefore, the ruby coil lp was removed. Next, the physician placed another ruby coil lp into the target vessel using the microcatheter. Then, another ruby coil lp was advanced through the microcatheter; however, the ruby coil lp was not delivered through the microcatheter to the physician¿s satisfaction. Therefore, the physician repositioned the microcatheter and successfully placed the ruby coil lp into the target vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.